Manufacturer narrative:
Section d4 & h4: additional information manufacturer's investigation conclusion: review of the submitted system controller log files confirmed the reported low speed/pump stoppage events; however, a specific cause for the abnormal pump operation could not be conclusively determined through this evaluation. The interruptions in pump function captured in the log file data occurred only while the system was connected to a tethered power source (mpu or power module) and appeared consistent with a potential driveline wire compromise; however, the evaluation of the returned portion of the driveline did not confirm the suspected wire damage. The submitted log file data showed that a transient low speed/pump stoppage event was captured on (B)(6)2019 while the system was connected to the mpu, resulting in low speed advisory/hazard and low flow hazard alarms as well as active motor stopped flags. A distal end driveline replacement was performed on (B)(6)2019 under work order 00065541 and approximately 21.5 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced portion of the driveline in its returned condition revealed no wire discontinuities or shorts, even with manipulation of the driveline segment. Upon removal of the rescue tape repair applied at the distal end of the driveline, a small tear in the outer silicone sleeve was noted adjacent to the terminus of the distal end bend relief. No damage was noted to the underlying clear bionate layer. Areas of moderate breakdown of the metal braided shield were observed along the length of the driveline segment, which appeared consistent with approximately 8 years of use. Visual inspection of the underlying wires found them to be unremarkable. Microscopic inspection of the wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The returned portion of the driveline was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. Additional log file data submitted following the driveline replacement confirmed that several low speed/pump stoppage events were captured while the system was connected to the power module on (B)(6)2019. The customer noted that the events occurred while the system was connected to a grounded patient cable and the driveline was pulled. The patient was reportedly discharged home on (B)(6) 2019 with an ungrounded patient cable and power module for tethered power support. The patient remains ongoing on vad-9821 and no additional related events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 7 years 11 months (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient had a low flow alarm while connected to the mobile power unit (mpu). Upon interrogation, a low speed advisory noted, followed by a pump off alarm on (B)(6) 2019. The log file was sent for review. The log file analysis showed that the data showed 1 pump stop. On (B)(6) 2019, the patient was dizzy with a pump stop. The patient's wife connected him to batteries. Patient had some areas of wear on the distal end of the driveline that required rescue tape. Patient was admitted to the hospital for x-rays. A grounded cable was used during interrogations. Tech service was enroute and the driveline repair scheduled for (B)(6) was canceled due to availability of back-up surgeon. Percutaneous (perc) lead repair was performed. Patient placed on regular grounded patient cable post repair without issue. Patient presented with pump stop on (B)(6). Driveline splice/repair was performed on (B)(6). The patient had low flow followed by low speed then pump off on (B)(6), while on grounded cable. Patient was getting up to go to the bathroom and driveline was reportedly pulled. Patient now on ungrounded cable/battery only. The log file analysis showed eleven (11) pump stops and eighteen (18) low speed hazards with speed drops as low as 0 rpm occurring on (B)(6). All occurred after (B)(6) repair.